Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was having withdrawal symptoms where he kept swinging/shaking his arms & kicking/shaking his legs and ended up in the intensive care unit (ICU). Further information was not provided. Information was received from a patient who was receiving dilaudid (hydromorphone) (unknown concentration or dose) via an implantable pump for non-malignant pain. It was reported that on (B)(6) 2020, the patient had a pumpogram on the pain pump due to being accepted as a new patient and to ensure that the pump system was still working properly. After completing the test, there was an issue involving excess contrast dye still in the pump that started out as a dull headache approximately 20 minutes post pumpogram. The patient stated that somehow the excess contrast dye interfered with the normal delivery/distribution of the pain medicine that ended up causing the patient to go into dilaudid withdrawals approximately 8 hours post pumpogram. The patient described the withdrawal as, "my arms and legs just felt like they wanted to do things that you don't have a clue as to how they got this way. It's like a 'sugar high' on steroids; you have all of this stored up energy. You are restless. Impossible to relax or sleep. You have this uncontrollable need to shake/flail your arms and legs in an attempt to 'burn off all of that excess pent-up energy. You can't ignore it! You can't get rid of it! It literally d rives you crazy!" The patient reported that they went to the ER (emergency room) the next morning and was something in an IV (intravenous) that helped counter the 'jitters'. The patient noted that, "once the contrast dye had dissipated, the dilaudid continued on its way" and most of the fidgety jitters had subsided. While still in the ER, they discovered intracranial pressure/cerebral edema (approximately 18 hours post pumpogram) and transferred the patient to the ICU (intensive care unit) where they spent the night of (B)(6) 2020. The patient reported that on (B)(6) 2020, the doctors showed them the latest scan where the swelling had subsided by approximately 50% so the patient was discharged. The event was resolved. The patient stated that the withdrawal/ICU were related to the pump therapy noting that the pumpogram triggered the event. However, no problems were noted during the pumpogram. The patient clarified that there were no pump alarms following the pumpogram.